Event description:
Patient had increasing amounts of vaginal pain and persistent mesh exposure at skin incision site (groin) following a transobturator mid-urethral sling procedure done approximately 5 years ago. Also experiencing recurrent urinary leakage with lifting, coughing, laughing in addition to urinary urgency, frequency and leakage following a strong urge to void. Patient returned to surgery for removal of mid uretral sling and cystoscopy.